Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure stent damage was noticed. A 2.50x12mm taxus express2 drug eluting stent was being prepared for the procedure when the physician noticed that two stent struts were damaged. The procedure was completed with another 2.50x12mm taxus express2 stent. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.